Event description:
It was reported to vyaire medical that the ventilation monitor count got too high on the vela ventilator during usage on a patient. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective part/device for evaluation. Therefore, no root cause could be determined. However, the customer mentioned that they will replace the board from their own stock. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.